Event description:
Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would aversely affect device performance.

Event description:
Reporter indicated that treating neurologist was unable to communicate with vns patient's device. It was reported that after the neurologist attempted to communicate with the device using two different programming systems, both of which successfully interrogated other patients devices on that same day. Last device diagnostic testing was performed approximately four months prior and was within normal limits, indicating proper device function at that time. No adverse event was reported in conjunction with the reported communication difficulties and the patient is reportedly doing well. It is not known whether the patient can feel device stimulation because patient is non-verbal. The generator is reportedly easily palpable. Based on known device settings, generator battery end of life is not a likely cause of the reported communication difficulties.investigation to date has been unable to determine the cause of the reported communication difficulties as treating neurologist had indicated that patient outcome is to be determined at next office visit. Treating neurologist has indicated that the patient's condition has improved "since the vns stopped functioning" and that explant is subsequently being considered.